Manufacturer narrative:
(B)(4); the explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation revealed a red warning screen and the patient data appeared as chinese characters. A pd error was observed. Device data was submitted for engineering review. It was determined the device had undergone a power reset. The device behavior had stabilized around (B)(6). The fault codes (pd, tl, wb, da) indicated many errors/warm resets had occurred, including a loss of power and memory corruption. Technical services recommended repopulating the patient information and performing a manual setup to verify correct programming; the device should be replaced as soon as possible. It was later reported that the device was explanted and replaced approximately three weeks later. It was noted the device exhibited normal sensing and the programming had remained as expected from the last follow-up. The new device was implanted with the chronic electrode, with successful defibrillation threshold (dft) testing and device function observed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual noted examination no anomalies. Review of device memory confirmed multiple warm resets were recorded while the device was implanted. The device case was opened to facilitate inspection of the internal components. A connection between the batteries and fuse was found to be cracked. This cracked component resulted in multiple power-on resets and the observed error codes.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation revealed a red warning screen and the patient data appeared as chinese characters. A pd error was observed. Device data was submitted for engineering review. It was determined the device had undergone a power reset. The device behavior had stabilized around may 29-30. The fault codes (pd, tl, wb, da) indicated many errors/warm resets had occurred, including a loss of power and memory corruption. Technical services recommended repopulating the patient information and performing a manual setup to verify correct programming; the device should be replaced as soon as possible. It was later reported that the device was explanted and replaced approximately three weeks later. It was noted the device exhibited normal sensing and the programming had remained as expected from the last follow-up. The new device was implanted with the chronic electrode, with successful defibrillation threshold (dft) testing and device function observed. No additional adverse patient effects were reported.